Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was fractured. A renegade hi-flo microcatheter was selected for use. When the material was opened, a fracture was noted in the proximal part of the catheter. Another catheter was used to complete the procedure. No patient complications were reported.